Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had an equipment issue in her body. She broke her right leg on (B)(6) 2017 and she can't walk or in order to move around, she had to use equipment/sling to be transported to different area. Patient stated the ¿contact port¿/ implantable neurostimulator (ins) on the right side of the body had come out of her hip and hanging. She called the healthcare provider (hcp) and they instructed her to call the manufacturer. It was noted that patient had two implants, on one on right side and one on the left side. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had an appointment set for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.